Manufacturer narrative:
Additional info: serial number, lot number, returned to manufacture date, device evaluated by manufacture, device manufacture date. Corrected data: lot number. The treatment tip was returned to solta. An evaluation of the returned treatment tip indicated a dielectric breakdown on the tip surface. An evaluation of the system did not indicate any abnormalities that would contribute to dielectric breakdown. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The reported adverse event is a known procedural complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. Also, breakdown of the dielectric material, and/or build-up of foreign substance on the dielectric, can cause the radio frequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. In the case of a dielectric breakdown, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and had blisters appear on the left cheek during the treatment, immediately after energy emission. Redness was seen on some parts of the face during the procedure. Treatment emission was continued on those spots after the redness resolved. The patient took loxoprofen na 60mg before the procedure. Prior to the procedure, the operator tested the energy level and the patient felt heat/pain. The treatment level was adjusted. The patient was prescribed locoid cream and azunol for the blisters. Ice and azunol cream were applied at the clinic after the procedure. The blisters are resolving. The patient had been treated with a fractional laser and laser toning treatment in the same area as the reported symptoms within 30 days of the thermage treatment. Reportedly, the treatment tip surface was inspected prior to and during use and there were no abnormalities found. No system errors occurred and nothing out of the ordinary was noticed during treatment.